Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to fluctuating blood glucose (bg) levels ranging from 40 mg/dl to 517 mg/dl. Reportedly, the customer experienced headache. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, the customer alleged that pump software did not accurately adjust the amount of insulin delivered. Although requested, the customer declined to perform troubleshooting with tandem customer clinical support and the alleged root cause could not be confirmed. Reportedly, customer continued using pump for insulin therapy.